Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as patient's error, specifically, noncompliance. The peritonitis was manifested by abdomen pain and cloudy pd fluids. On the same day, the patient was hospitalized for the event of peritonitis. Treatment for the event was unknown. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as being admitted to the hospital for the peritonitis, the patient began treatment for the event with cefazolin (two grams per day, [ip] intraperitoneally) and gentamicin (80 milligrams per day, ip). Twenty five days later, dianeal therapies were discontinued and on the same day, the patient was indicated for peritoneal dialysis (pd) catheter removal and transfer to hemodialysis. On the same day, the treatments with cefazolin and gentamicin were discontinued as the patient was not responding to the peritonitis treatment. On the same day, the patient was discharged from the hospital. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.